Manufacturer narrative:
A field service engineer (fse) performed functional testing and when running the nbp test, the device showed values, but they were not accurate. The fse determined that the nbp required calibration. Based on the information available and the testing conducted, the cause of the reported problem is that nbp was out of calibration. The reported problem was confirmed. The issue was resolved by performing calibration, and the product is back in service. D4 the manufacturing date for the reported device is prior to 24sept2016 so no UDI required.

Event description:
Philips received a complaint on the intellivue multi measurement server indicating that the non-invasive blood pressure (nbp) measurement was inaccurate and needed calibration. It is unknown if the device was in use on a patient at the time of the event. There was no adverse event reported.